Manufacturer narrative:
The customer indicated the device was discarded. During the investigation, no possible causes for the customer reported breakage of the locking cap on the cassette of the tubing set were identified. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a crack in the cassette and the locking cap on the cassette of the tubing set broke off. The tubing set was being used to deliver an unspecified antibiotic, via a plum pump. After an unspecified length of time, the pump, alarmed for an unspecified malfunction code. At this time, the customer contact reported that the nurse found antibiotic on the floor. It was reported that the nurse noted that the locking cap of the secondary port on the cassette of the tubing set was broken off and a crack in the cassette. No specific details were provided. There were no reported adverse pt effects and no reported delay in therapy critical to this pt. No medical interventions were reported. No add'l info was provided.